Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while changing the cartridge, a piece of white debris was observed inside the syringe. There was no reported impact to the customer. Although multiple requests were made for additional information, the contact did not reply to the requests.